Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 62 and 64 mg/dl. Customer stated she was not having any symptoms at the time the results were obtained. The customer's expected fasting blood glucose test result range is 150 - 230 mg/dl. Customer stated she has only been using the meter for a few days and that the meter was a replacement for the same issue. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 160 and 175 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).